Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding") and salpingo-oophorectomy unilateral ("left salpingo-oophorectomy") in a (B)(6) female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mental disorder ("psychological condition/psychiatric problem"). On (B)(6) 2013, 4 months 31 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2016, the patient underwent salpingo-oophorectomy unilateral (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant) and back pain ("low back pain"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain was resolving and the menstrual disorder, salpingo-oophorectomy unilateral, vaginal haemorrhage, menorrhagia, dysmenorrhoea and mental disorder outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia, menstrual disorder, mental disorder, pelvic pain, salpingo-oophorectomy unilateral and vaginal haemorrhage to be related to essure. The reporter commented: the hysteroscope was then shifted to the left side of the uterus and the left tubal ostium visualized and the essure catheter advanced into the tube and the coil deployed again following the manufacturer directions. Three coils were present outside the tubal ostia. 2013 :operative procedure: robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Clinical summary: female status post robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-jul-2018: fu 1 and 2 proceed together. Pfs received. Events: abnormal bleeding,(vaginal, menorrhagia), psychological or psychiatric problems condition, dysmenorrhea (cramping), amended surgery and added left salpingo- oophorectomy -2016, pain (back, pelvic)were updated. Lot no. Were updated on 30-jul-2018: fu 1 and 2 proceed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 25-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included kidney stones, dysfunction kidney, flank pain, urolithiasis, constipation, kidney infection, uti, weight gain, back pain, nausea, migraine, fatigue, excessive thirst, dizzy spells, vomiting, ovarian cyst, flank pain and hydronephrosis. Concurrent conditions included dysmenorrhea since (B)(6) 2013, pelvic pain, nabothian cyst, ureteral calculus, gerd, urolithiasis and fibromyalgia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2017, clonidine since (B)(6) 2018, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2012 to (B)(6) 2013, ondansetron (zofran) from (B)(6) 2012 to (B)(6) 2013 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 1 month 20 days after insertion. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced depression ("psychological condition/psychiatric problem: depression"), anxiety ("psychological condition/psychiatric problem depression and mental anguish"), back pain ("low back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain was resolving and the menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the hysteroscope was then shifted to the left side of the uterus and the left tubal ostium visualized and the essure catheter advanced into the tube and the coil deployed again following the manufacturer directions. Three coils were present outside the tubal ostia. 2013 :operative procedure: robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Clinical summary: female status post robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Date(s) of removal: (B)(6) 2013 - hysterectomy with bilateral salpingectomy done mentioned in mr & (B)(6) 2016 robotic assisted left salpingo- oophorectomy and adhesiolysis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain, dysmenorrhoea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new event abdominal pain was added. Outcome of the event abnormal bleeding was updated to recovering. Concomitant conditions and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding") and salpingo-oophorectomy unilateral ("left salpingo-oophorectomy") in a 25-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included kidney stones, dysfunction kidney, flank pain, urolithiasis, constipation, kidney infection, uti, weight gain, back pain, nausea, migraine, fatigue, excessive thirst, dizzy spells, vomiting, ovarian cyst, flank pain and hydronephrosis. Concurrent conditions included dysmenorrhea since (B)(6)2013, pelvic pain, nabothian cyst, ureteral calculus, gerd and urolithiasis. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) from (B)(6)2012 to (B)(6)2013, ondansetron (zofran) from (B)(6)2012 to (B)(6)2013 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6)2013. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 1 month 20 days after insertion of essure. In (B)(6)2013, the patient experienced depression ("psychological condition/psychiatric problem: depression") and anxiety ("psychological condition/psychiatric problem depression and mental anguish"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In 2016, the patient underwent salpingo-oophorectomy unilateral (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant) and back pain ("low back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and back pain was resolving and the menstrual disorder, salpingo-oophorectomy unilateral, vaginal haemorrhage, dysmenorrhoea, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, salpingo-oophorectomy unilateral and vaginal haemorrhage to be related to essure. The reporter commented: the hysteroscope was then shifted to the left side of the uterus and the left tubal ostium visualized and the essure catheter advanced into the tube and the coil deployed again following the manufacturer directions. Three coils were present outside the tubal ostia. 2013 :operative procedure: robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Clinical summary: female status post robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Date(s) of removal: (B)(6)2013 - hysterectomy with bilateral salpingectomy done mentioned in mr & (B)(6)2016 robotic assisted left salpingo- oophorectomy and adhesiolysis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: events psychological or psychiatric problems condition (mental disorder ) updated to depression and mental anguish. Removal date was updated to (B)(6)2013 fu- 5 and fu-6 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual bleeding") and salpingo-oophorectomy unilateral ("left salpingo-oophorectomy") in a 25-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mental disorder ("psychological condition/psychiatric problem"). On (B)(6) 2013, 4 months 31 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2016, the patient underwent salpingo-oophorectomy unilateral (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant) and back pain ("low back pain"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain was resolving and the menstrual disorder, salpingo-oophorectomy unilateral, vaginal haemorrhage, menorrhagia, dysmenorrhoea and mental disorder outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia, menstrual disorder, mental disorder, pelvic pain, salpingo-oophorectomy unilateral and vaginal haemorrhage to be related to essure. The reporter commented: the hysteroscope was then shifted to the left side of the uterus and the left tubal ostium visualized and the essure catheter advanced into the tube and the coil deployed again following the manufacturer directions. Three coils were present outside the tubal ostia. 2013 :operative procedure: robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy clinical summary: female status post robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 25-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included kidney stones, dysfunction kidney, flank pain, urolithiasis, constipation, kidney infection, uti, weight gain, back pain, nausea, migraine, fatigue, excessive thirst, dizzy spells, vomiting, ovarian cyst, flank pain and hydronephrosis. Concurrent conditions included dysmenorrhea since (B)(6) 2013, pelvic pain, nabothian cyst, ureteral calculus, gerd, urolithiasis and fibromyalgia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2017, clonidine since (B)(6) 2018, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2012 to (B)(6) 2013, ondansetron (zofran) from (B)(6) 2012 to (B)(6) 2013 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 1 month 20 days after insertion and 1 day after removal of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced depression ("psychological condition/psychiatric problem: depression"), anxiety ("psychological condition/psychiatric problem depression and mental anguish"), back pain ("low back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the hysteroscope was then shifted to the left side of the uterus and the left tubal ostium visualized and the essure catheter advanced into the tube and the coil deployed again following the manufacturer directions. Three coils were present outside the tubal ostia. 2013 :operative procedure: robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy clinical summary: female status post robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy date(s) of removal: (B)(6) 2013 - hysterectomy with bilateral salpingectomy done mentioned in mr & (B)(6) 2016 robotic assisted left salpingo- oophorectomy and adhesiolysis. Patient received treatment for pain, bleeding, vaginal discharge, uti, bladder infection, vaginal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event added: bladder problems, urinary problems. Event outcome updated. Rcc comments added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.